Event description:
A remstar auto a-flex device was returned to third party service center for evaluation, there was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation of the device, the service technician observed no foam particle were noted in the air path, yet foam degradation was noted. The device sound abatement foam needs replaced to address the issue. Additionally, dust was found as contamination. The service technician observed that error code e063 (err_stuck_knob_key). The device was scrapped by the third-party service center after the evaluation was completed.